Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had an incident where a scope was used on two (2) patients on one list, cleaned and processed as normal between the cases. During the second (2nd) case upon entering the second part of the duodenum (d2) to take a biopsy sample during a diagnostic oesophagogastroduodenoscopy (ogd), the biopsy forceps were pushed through the biopsy channel of the evis lucera gastrointestinal videoscope and pushed out what appeared to be a tissue sample. The procedure was completed using the same set of equipment. The customer has done their own internal investigation and would just like olympus to check the device to confirm everything is as it should be. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later confirmed the scope was reprocessed before and after the debris was found. The foreign material survey provided there was no malfunction of reprocessing accessories. Pre-cleaning and manual cleaning were not delayed, they aspirated water/detergent during pre-cleaning. Performed brushing of channel, port and suction cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. Additionally, no physical damage of the device was confirmed where the foreign material was remained. The likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had an incident where a scope was used on 2 patients on one list, cleaned and processed as normal between the cases but on the 2nd case when they entered the d2 (d2 refers to the second part of the duodenum. These biopsies are very normal for an oesophagogastroduodenoscopy (ogd) diagnostic procedure and often routine) and about to take a biopsy the biopsy forceps were pushed through the biopsy channel and pushed out what appeared to be a tissue sample. The procedure was completed using the same set of equipment. The customer has done their own internal investigation and would just like olympus to check the device to confirm everything is as it should be. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection. The following findings were also noted during device evaluation: glasses adhesive is worn, distal end adhesive is worn, up angle is not to specification. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.